Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up and down buttons are both intermittently unresponsive and hyper-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: there was no visible damage to the keypad. The up button had an intermittent response. The ok, down, & contrast buttons responded properly. No buttons were observed to be hyper-scrolling. The keypad was removed and contamination under all of the button contacts was observed. The pump booted to the verify screen. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast.